Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy, abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)abnormal bleeding (vaginal h"), menorrhagia ("abnormal bleeding (, menorrhagia),") and dysmenorrhoea ("dysmenorrhea cramping),"). The patient was treated with surgery (undergo a procedure with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, anxiety, depression, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: these symptoms continued. She sought treatment on multiple occasions for symptoms of heavy, abnormal bleeding, severe abdominal and pelvic pain, and abdominal cramping, among other symptoms. Because of the requirement to undergo a procedure with removal of the essure devices she has been left with serious injuries. Diagnostic results: she attended her follow up appointment with her essure implanting physician. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received reporter information was added. New event was added vaginal haemorrhage , menorrhagia, and dysmenorrhea. Reporter & patient information updated.  No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy, abnormal bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), dysmenorrhoea ("dysmenorrhea cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)abnormal bleeding (vaginal h"), menorrhagia ("abnormal bleeding (, menorrhagia),"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy with bilateral removal of essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: these symptoms continued. She sought treatment on multiple occasions for symptoms of heavy, abnormal bleeding, severe abdominal and pelvic pain, and abdominal cramping, among other symptoms. Because of the requirement to undergo a procedure with removal of the essure devices she has been left with serious injuries. (B)(6) 2016: procedure: laparoscopy with bilateral removal of essure devices and bilateral salpingectomy. Operative findings: on laparoscopic examination the essure device on the right side was noted to be poking into the fallopian tube. The left side appeared normal. Both tubes were opened, the device was identified and removed in total. Bilateral salpingectomy was then performed. Diagnostic results: she attended her follow up appointment with her essure implanting physician. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy, abnormal bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), dysmenorrhoea ("dysmenorrhea cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)abnormal bleeding (vaginal h"), menorrhagia ("abnormal bleeding (, menorrhagia),"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy with bilateral removal of essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: these symptoms continued. She sought treatment on multiple occasions for symptoms of heavy, abnormal bleeding, severe abdominal and pelvic pain, and abdominal cramping, among other symptoms.because of the requirement to undergo a procedure with removal of the essure devices she has been left with serious injuries. (B)(6) 2016: procedure: laparoscopy with bilateral removal of essure devices and bilateral salpingectomy. Operative findings: on laparoscopic examination the essure device on the right side was noted to be poking into the fallopian tube. The left side appeared normal. Both tubes were opened, the device was identified and removed in total. Bilateral salpingectomy was then performed. Diagnostic results: she attended her follow up appointment with her essure implanting physician. Most recent follow-up information incorporated above includes: on 25-nov-2020: mr received- reporter was added. Case category updated to medically confirmed. Date of removal updated. Event genital haemorrhage seriousness criteria updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy, abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a procedure with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: these symptoms continued. She sought treatment on multiple occasions for symptoms of heavy, abnormal bleeding, severe abdominal and pelvic pain, and abdominal cramping, among other symptoms. Because of the requirement to undergo a procedure with removal of the essure devices she has been left with serious injuries. Diagnostic results: she attended her follow up appointment with her essure implanting physician. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.